Event description:
The patient was intubated under direct vision easily. However, the anesthesiologist was unable to ventilate the patient and so, concerned about tube position, removed the tube and reintubated the patient. Still unable to ventilate, the tube was removed and examined while mask ventilation was continued. At that point it was noted that the plastic adapter was not patent, i.e., it was impossible to ventilate through the tube.